Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D4: updated. D9: updated h3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation site: cq zuchwil. Selected flow: broken. Visual inspection: the inspection has shown that 1 of the 4 tips at the forefront is broken off. The broken fragment was not returned for evaluation. In general is the device in a used condition dull cutting edges as well as worn marks at crossing of the bigger outer diameter. Dimensional inspection: passed. Document/specification review: drawing was reviewed to verify the relevant dimensions, the material and the hardness specification. The review of the manufacturing documents has shown that with 440a stainless steel the correct material was used and that the hardness was with in the specification of 50 +5/0 hrc as required per drawing. Investigation conclusion: the complaint is rated as confirmed as 1 of the 4 tips at the forefront of the reamer is broken off. During the performed evaluation no manufacturing related issue could be detected. Unfortunately, as no detailed clinical information is available, we can only assumed that an excessive contact between the reamer and a possible bend guide wire did lead to the breakage of the tip at the forefront of the reamer. In this relation we would like to point out following part from page 32 of the tfna proximal femoral nailing system surgical technique : do not reuse guide wires, as they may bend during initial use. If the guide is deformed during insertion use a new guide and discard the deformed guide wire. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: product code: 03.037.022. Lot number: f-24967. Manufacturing site: selzach. Supplier: (B)(4). Release to warehouse date: jan. 20, 2020. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on an unknown date sterile services reported that the stepped reamer was broken after being used on a patient. It was unknown how it was happened. It was unknown if there any patient involved. This complaint involves one (1) device. This report is for (1) stepped ream f/tfna helical blade+scr f/dh. This is report 1 of 1 (B)(4).